Event description:
The customer alleges, the powerchair caught fire while sitting at a computer desk in the office.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.